Event description:
It was reported that during the implant procedure, the lobe deployment required more effort than the physician expected. The physician noted that this was most likely due to the increased length of the lead. The lead was removed and replaced with a shorter lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.